Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was initially reported the infusion device displayed an e7 electronic error. No physiological effects were reported. The infusion device was returned for evaluation. It is not possible to operate the infusion device due to a short-circuit of the buzzer, and the infusion device correctly triggered the e7001 error message.